Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Journal article: efficacy and safety of radiofrequency-based renal denervation on resistant hypertensive patients: a systematic review and meta-analysis journal: high blood pressure & cardiovascular prevention. Year: 2024. Ref: https://doi.org/10.1007/s40292-024-00660-2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "efficacy and safety of radiofrequency-based renal denervation on resistant hypertensive patients: a systematic review and meta-analysis". This was a systematic review and meta-analysis of randomized controlled trials (rcts), which aimed to clarify the efficacy and safety of either first or second-generation radiofrequency-based renal denervation (rdn) versus sham-control or pharmacological treatment for resistant hypertension (rh) patients. A thorough literature search was conducted across pubmed, embase, and the cochrane databases, focusing on studies that compared the effects of radiofrequency-based rdn versus pharmacological treatment for rh. This analysis included 10 studies, involving 1182 patients, 682 received radiofrequency-based rdn. The follow-up period ranged from 6 to 84 months the primary outcomes of interest were: (1) change of office systolic bp (sbp); (2) change of office diastolic blood pressure (dbp); (3) change of 24 hour systolic bp; (4) change of 24 hour diastolic bp. The secondary outcomes of interest were the occurrence of (1) non-serious-adverse events, such as tiredness, headache, fatigue, and atypical chest pain (2) hypertensive crises; (3) deaths; (4) radiation-related side effects; (5) strokes; (6) renal artery complications; (9) acute coronary event; (10) atrial fibrillation. In 8 included trials and with a total population of 988, there was a significant reduction in office sbp. In 8 included trials with a population of 1001, there was a significant reduction in office dbp for the rdn group. In 10 included studies with total population of 1066, there was a significant reduction in 24 hour sbp and 24 hour dbp in the rdn group. When compared to the control, the rdn group presented non-significant increases in non-serious adverse events but also clinically relevant increases in adverse event such as hypertensive crises and strokes.